Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data did not show any signs of struggle or pulse width increases during the run. No timeouts or drive stalls were observed. The device was deactivated at 56 pulses. No damages or defects were observed that would result in a needle mechanism failure. The cause of reported needle mechanism failure was not determined. The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause pain during insertion and no issues were found. The exact cause of the pain could not be conclusively determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged.

Event description:
It was reported that the patient's blood glucose level rose to 26.5 mmol/l while wearing the pod for less than 1 hour. It was reported that the needle did not deploy and did not pierce the skin, indicating a needle mechanism failure. Upon removing the pod, the cannula was found to be bent and caused the patient pain. No treatment information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.